Manufacturer narrative:
Return of suspect product(s) not requested. Pt used expired ts. Pt had additional unexpired ts so pdc sent replacement cs.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at around 2:00pm. Pt stated that she just opened her prodigy meter and received a reading of 131mg/dl but felt "funny." She went to the hospital and their result was 31mg/dl. Pt was administered a glucose IV. No other treatment info provided. Pt said she received the pdc meter the year before the incident but just opened it. Upon verification, cc rep found that the ts used during the incident had expired. Cs was also expired. Pt confirmed still having ts that were not expired, so pdc sent new cs.